Event description:
The customer reported the images were very dark and unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image brightness setting was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.